Manufacturer narrative:
(B)(4). B5: describe event or problem - additional. D4: additional device information - correction. D9: device availability - additional. H2: correction/additional information/device evaluation. H3: device evaluated by manufacturer - additional. H6: adverse event problem - additional information.

Event description:
It was reported that unspecified issue occurred. The sensor was inserted into the arm. The product was evaluated. An external visual inspection was performed and passed. Test 1 was performed and passed. Data was evaluated and the allegation was confirmed as signal loss greater than an hour was confirmed. Product was provided for investigation. The customer's complaint was confirmed because the wearable failed testing. The probable cause was determined to be signal loss due to the transmitter and app were not being able to establish a connection. The reported event of an unspecified issue is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.

Event description:
It was reported that unspecified issue occurred. The sensor was inserted into the arm. Data was evaluated and the allegation was confirmed as signal loss greater than an hour was confirmed. The probable cause was determined to be signal loss due to the transmitter and app were not being able to establish a connection. The reported event of an unspecified issue is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).